Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by an instrument. The instructions for use (IFU) states, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report.

Event description:
Procedure performed: davinci laparoscopic hysterectomy. Event description: "dr [name] was doing the procedure when the broken piece of the trocar cap seal was discovered resting on the patients omentum. This was a piece of the cap seal that tore." Additional information received via email from the customer on (B)(6) 2017 at 7:13 am: device was thrown away after use. All pieces were retrieved from the patient. The inner seal, black rubber-like piece detached. It was shaped like a crescent. Appeared to be torn off. The color of the component was black, it appeared torn. Not sure what instrumentation was being used at the time it tore. We found the piece after working near the uterus and scanned camera towards small bowel, where the piece was found resting on the bowel. Devices used in that trocar include suction, graspers, and spoon/scoop. "No patient injury"